Event description:
The patient claimed that the ok required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however,evaluation is not complete. Once evaluation is complete a supplemental will be sent out. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button required excessive force and multiple button presses in order to elicit a response. All of the other keypad buttons responded as expected. There was evidence of keypad contamination found under all key contacts.